Event description:
It is reported that the patient was revised due to pain and instability. Wear of the patella was also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.